Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml at a dose of 294.1 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported the catheter was not in place, it was in the subcutaneous layers. A cat scan in (B)(6) of 2016 found it wasn't in the right place, but the family told the hcp that an x-ray done back in 2013 showed it was out of place already then. The surgeon decided it would be too complicated to do surgery due to the patient's severe scoliosis so they planned to manage by trying oral baclofen for the patient. No symptoms were reported. The hcp planned to fill out a pump off authorization form and call back for the password. The hcp later the same day was provided the password and instructions for how to program the pump off. Further information including the type of baclofen, cause of the event or resolution was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.